Event description:
It was reported to philips that the system's image processing computer was unable to boot, preventing image processing. No harm to the patient or user was reported. Philips has started an investigation of this complaint.